Event description:
A medtronic representative reported that, while in a procedure, a damaged solera mast driver was used. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not available from site. RMA issued. Replacement driver shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the tip of the instrument has been twisted with the very end broken off. This mechanical failure, broken pieces, directly caused the event.